Event description:
A balloon developed a leak on the second inflation during a percutaneous transluminal angioplasty procedure. No pt complications were involved. This device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event, co cannot determin the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Never manupulate the catheter with the balloon inflated. The integrity of all balloon catheter may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
Further follow up received after the initial medwatch report was filed indicated the procedure was a percutaneous transluminal angioplasty procedure of a shunt. Another balloon was used to successfully complete the procedure without patient complications.